Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a leak was noticed 8 hours after PICC was inserted into the patient. The PICC was inserted in ICU. The faulty PICC was removed from the patient and another PICC was inserted. Customer wrote in email "line noticed to have a split 8cm from phalange. IV fluid was leaking from split. Line had only been in situ for 8 hours." Line was removed & replaced with a new line. Nil further issues. No patient injury was reported.